Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected troponin I es results were obtained from a patient sample while using the vitros 5600 integrated system. A definitive assignable cause could not be determined. No historical quality control results were provided for the event so a vitros tropi es reagent performance issue cannot be ruled out as contributing to the event. Within run precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, lower than expected troponin I es results from a patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Vitros tropi es results <0.012 ng/ml and <0.012 ng/ml versus the expected results of 0.0635, 0.0643, 0.0662, and 0.0656 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. It is unknown if the lower than expected vitros tropi es results were reported outside of the laboratory. The customer stated that patient 5 had a cardiac catheterization procedure performed, but it was unknown if the procedure was performed based on vitros reported results or the patient's clinical presentation. There was no reported allegation of harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).